Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in excellent physical condition. Upon review of the event history log of the pump, there was a one time error found: (B)(6) 2020 11:40:06 am high alarm displayed: cassette not attached properly. Device underwent functional testing; unable to confirm the reported customer complaint. Device passed all functional tests.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave a "cassette not attached properly" alert. There was no patient involvement.